Event description:
It was reported the bd preset¿ eclipse¿ experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that the pink safety lock protection was broke and fell off."

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for broken safety shield was observed. The customer sample was evaluated by visual examination and it was observed that the shield had broken off at the pivot. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of broken safety shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset" eclipse" experienced safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that the pink safety lock protection was broke and fell off."